Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a systemic infection occurred. The implantable pulse generator (ipg) system was explanted, replaced and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.